Event description:
This report is being based on info from a retrospective review of complaints. Tip fell off device during procedure. No pt impact reported.

Manufacturer narrative:
This report is being based on info from a retrospective review of complaints. Tip fell of device during procedure. No pt impact reported. The device was not returned for eval. The lot number was not provided so a review of the lot history record could not be performed. End of report.